Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room as they received multiple shocks. It was determined that the right ventricular (rv) lead was fractured. The rv lead was turned off and was given a life vest. The patient was scheduled for a replacement. The rv lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited noise which caused the inappropriate therapy. The patient experienced pain, fear, and distress due to the event.